Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported receiving an erroneous high patient result for sodium (na) on the au680 clinical chemistry analyzer. The erroneous result was not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control (qc) was erratic but within the established range before event.